Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose level was 11 mmol/l. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.